Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and transmitter regained connection. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer declined to provide additional information, and declined troubleshooting with tandem technical support. The customer's blood glucose level was 230-240 mg/dl.